Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of the user facility information, review of quality documents and evaluation of cine shots provided by the user facility. In the cine shots provided, the involved stent can be seen to have become shortened. A review of the device history record and shipping inspection record of the involved product/lot# combination were conducted with no relevant findings. A review of the complaint history files confirmed no previous reports for the involved product/lot# combination. Although the exact cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device not available

Event description:
The user facility reported that the misago stent shortened upon deployment. Follow up communication with the user facility confirmed the following information: procedure was for right sfa, accessed site through the femoral artery contralateral; a 6mm stent was used in a 6mm vessel; the first 3cm of the stent deployed correctly; after the first 3cm the stent flared and came out; the slide part grabbed the stent and pushed it forward; the device accordioned in the vessel; the distal third deployed correctly; another stent was needed to cover the accordion and the rest of the lesion; the patient's anatomy and tortuosity was reported as normal; pre and post dilation was done; the procedure was completed; and the patient was reported as in stable condition.